Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: two samples in their sealed packaging flow wrap were received in the (B)(4) manufacturing plant for evaluation. Both syringes have no barrel label; therefore the failure mode is confirmed. There has been no other complaint against this lot# 7075606 for the same defect or symptom. Additionally, there was no documentation of the issue identified in the complaint during this production run for batch 7075606 and no rejections were documented. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no product with labeling issues documented.

Event description:
It was reported before use of the 5 ml bd posiflush¿ sp 2 units were found without content labeling and without syringe volume markings. There is no report of injury or medical interventions.